Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that when the plunger cap was removed the plunger rod fell out and the stopper was missing. The returned syringe was examined and exhibited a missing stopper which could cause the plunger to fall out of the barrel. A review of the device history record was completed for batch# 8120882. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200756286] noted that did not pertain to the complaint. There were no quality notifications or maintenance dispatches during the production of this batch that pertained to this defect. Root cause cannot be determined.

Event description:
It was reported that during use the plunger rod fell out of barrel with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that when plunger cap was removed the plunger rod fell out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the plunger rod fell out of barrel with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that when plunger cap was removed the plunger rod fell out.